Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the rex roth valve is not shifting fully. Associated malfunction for this device: pilot valve leaking, filters dirty.